Manufacturer narrative:
The product was returned for evaluation. The catheter was returned with attached monoject 1.5cc limited volume syringe in opened original tray. A hair was observed on the female luer of the gate valve. The curled hair was black in color and approximately 1cm long. Monoject syringe was attached to the gate valve as returned condition. No visible damage to the catheter body, balloon latex, balloon bonding or returned syringe was noted. Visual examinations were performed under microscope at 10x magnification. The complaint of hair in the package was confirmed and is considered related to the manufacturing process. An awareness training was conducted at the manufacturing site to prevent recurrence of this type of complaint.

Event description:
The report stated that "hair contamination was observed before use. The hair was found attached on the hub." No patient injury was reported.